Event description:
The patient reported their programmer had poor communication and the recharger would not communicate with their implantable neurostimulator (ins). They first noticed they weren't able to communicate with their recharger a week ago. The patient last felt stimulation a week prior to the report and last successfully recharged a couple of weeks prior to the report. No causes or interventions were reported with this event. Later information received from the patient via the product representative (rep) that they had to do the physician mode recharge (pmr) a lot. They also had to do a reprogramming session after recovering from the alleged overdischarge was completed. It was unknown when the last successful charge occurred. It was noted that the pmr was already performed outside the rep's district. The patient had contacted the rep due to a power on reset (por) message. The rep was going to try to meet with the patient. Additional information received from the rep in response to follow-up reported the rep met with the patient and cleared the por. The patient was also reprogrammed and was receiving effective therapy. Charging frequently and not allowing the device to become overdischarged again was reviewed. The overdischarge had occurred due to the patient not getting good therapy. The patient just turned it off one day and let it slip into overdischarge. Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator. The patient was implanted for non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an attorney representing an individual who claims to have suffered unspecified breach of warranty damages due to what is alleged to be a "defective stimulator." The attorney further claimed the patient was told the implantable neurostimulator (ins) had a "9-year device life," and further claims the ins "failed well before the expiration of nine years."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.